Event description:
It was reported that the patient had a pain at the battery site. It was noted also that location of the battery was moved. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. Electrocautery was used during the procedure. The explanted device was not released by the facility.